Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
A patient has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts have been made to obtain additional information but is unavailable at this time.